Event description:
A 36 1/7 week gestational newborn with moderate respiratory distress, placed on ncpap of 4. Cxr taken due to persistent increase of o2 requirements, showed a 10-20% pneumothorax. Repeat cxr, next day complete resolution.